Manufacturer narrative:
The insulin pump was received with no button response on the act button due to unlocked connector on lcd board; no damage to keypad traces noted during visual inspection. It was unable to perform the displacement test due to unresponsive keypad. Device had scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the act button on the insulin pump is not responding. Blood glucose value was 115 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.